Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "the right prosthesis is turned around, there was a rotation on it", "feeling strong discomfort, pain", "constant headache". The device remains implanted. Patient reported "minimal amount of pericapsular fluid", "breast deformity".